Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, questioned insulin delivery through the infusion set, and later experienced nocturnal hypoglycemia; review of device reports confirmed insulin delivery, and guidance was provided to fill the tubing and perform a site change, with education that multiple meal announcements should not be used as correction. Symptoms included elevated blood glucose up to 321 mg/dl and a low of 61 mg/dl without reported loss of consciousness or need for assistance. Outcomes included no professional medical intervention, no hospitalization, and self-recovery with blood glucose improving into the 200s and later 136 mg/dl. Investigation included review of device data, user coaching on tubing fill and infusion site change, and referral for additional training regarding meal announcements. Investigation of this case revealed device function consistent with insulin delivery, with contributing factors including infusion site performance and user behavior of using meal announcements as corrections. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error related to correction behavior and possible infusion site issues.